Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the blade got detached. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, after balloon dilation, when it was pulled out, the cutting blade detached from the balloon. The next day it was observed that the detached blade had pierced the outer skin. A tweezers was used to remove the detached blade from the patient. And pierced the outer skin. There were no further complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was returned, and analysis completed on 10aug2023. Only one blade which has separated from the device measuring 20mm was returned for analysis. The balloon catheter was discarded at the facility and will not be returned for analysis.

Event description:
It was reported that the blade got detached. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, after balloon dilation, when it was pulled out, the cutting blade detached from the balloon. The next day it was observed that the detached blade had pierced the outer skin. A tweezer was used to remove the detached blade from the patient. And pierced the outer skin. There were no further complications reported and the patient was in good condition post procedure. It was further reported that a bleeding occurred when the device was removed.